Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to low blood glucose as well as high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was above 3.3 mmol/l. The customer was assisted with troubleshooting. The customer was treated in hospital. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did alleging insulin pump for over delivery due to they had continuing lows for a month. Customer did not had high blood glucose as customer did not had spare sets with them and did not had blood glucose at time of high blood glucose admit to hospital. Customer rewind and prime as part of hypoglycemia testing and found no issue with delivery and no air bubbles in line. The insulin pump will not be returned for analysis.